Event description:
It was reported that the right ventricular lead exhibited varying low voltage impedance. Diagnostic imaging showed clavicular crush. The lead was capped on (B)(6) 2022 and successfully replaced. There were no patient consequences.